Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure on sometime in (B)(6) 2013. According to the complainant, during the procedure, five bands were able to be deployed properly. The other two bands misfired. No further information is available regarding the details of the event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure on sometime in (B)(6) 2013. According to the complainant, during the procedure, five bands were able to be deployed properly. The other two bands misfired. No further information is available regarding the details of the event.

Manufacturer narrative:
A visual examination of the device found that all bands had been fired from the ligator head. There was no damage to the ligator head teeth. The thread had pulled free from the ligator, after the bands had been deployed. The trip wire was properly cinched in the handle slot, and the trip was wound around the handle spool. The device was in a normal condition for a device that had correctly deployed all seven bands; no defects, or damage, were found. Therefore, reported defect was not able to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.